Manufacturer narrative:
The event occurred in (B)(6). Device is unavailable for return.

Event description:
Caller reported patient's wife found him unresponsive; caller 112 and patient was taken to the hospital via ambulance. Caller stated patient's blood glucose level at the hospital was 45 mmol/l; patient was also dehydrated. Caller reported the patient was hospitalized for 2 days. Caller stated the hospital thinks that the infusion set was not placed in the right way; infusion set is no longer available and lot number and expiration date are unknown. Caller reported the hospital does not know for sure if this is the reason for the patient's elevated blood glucose level. Caller stated the infusion device had given an e4 (occlusion) error message three times but patient was not aware of this; probably because patient was unresponsive. No further information is available. Product was replaced and requested return of the infusion device for evaluation; infusion set was unavailable for return.